Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a double mastectomy performed on (B)(6) 2022, and after treatment with pico 7y when removing the dressing the patient lost half of one of their nipples. The device only worked for one day, and even though it was faulty and stopped working, was left in place for the full seven days, effectively without providing therapy. Current health status of the patient is unknown.

Manufacturer narrative:
H3, h6: it was reported that, after a double mastectomy performed on (B)(6) 2022, and after treatment with pico 7y when removing the dressing the patient lost half of one of their nipples. The device only worked for one day, and even though it was faulty and stopped working, was left in place for the full seven days, effectively without providing therapy. Current health status of the patient is unknown. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed no similar instances in the last three years. A risk management review concluded that the sequence of events described in this complaint are not contained in the relevant risk files. There is insufficient information within the complaint description and further information included in this complaint to provide a causal link between events and the product therefore no update to the risk files is warranted. A clinical assessment concluded that we are currently unable to rule out a procedural variance as a contributing factor to the reported event which does not represent a device malfunction. Based on the information provided, the patient injury/impact beyond that which has already been reported cannot be confirmed nor concluded. Therefore, no further clinical/medical assessment is warranted at this time. Should any additional relevant patient information be provided, this cause would be re-assessed. The complaint states that the device only ran for 1 day but was not removed until after the 7th day. Probable root cause is therefore that the device has not been used in accordance with the IFU.4 the users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This guide provides comprehensive instructions of the operation, use and limitations of the device, including wound suitability, assembly of pump and application of dressings, dressing changes and troubleshooting any issues which may arise. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products.

Manufacturer narrative:
H10: it was reported that, after a double mastectomy performed on january 2022, and after treatment with pico 7y when removing the dressing the patient lost half of one of their nipples. The device only worked for one day, and even though it was faulty and stopped working, was left in place for the full seven days, effectively without providing therapy. Current health status of the patient is unknown. The device was used for treatment and was not returned for analysis. We have not been able to confirm a relationship between the event and the device or identify a definitive root cause. As no lot number was provided it was not possible to carry out a device history review a complaint history review revealed a small number of similar instances in the last three years. A risk management review concluded that the risk file contains failure modes relating to the device not working leading to loss of negative pressure and also contains several failure modes related to poor removal technique used to remove the dressing and user not realizing when to change the dressing. No changes to the risk file is warranted. A clinical review concluded that without the request clinical information or the return of the device for evaluations, we are unable to conclude the root cause of the to the reported pumping stoppage. It is unknown if the IFU for the pico 7 was adhered to. The IFU for the pico 7 warns, ¿the pico 7 system does not contain any audible alerts. Dressings should be checked frequently. If the user is unable trouble shoot issues with pico 7; the IFU instructs the user to contact their healthcare professional right away.¿ consequently, since it was reported after one day the device was non-working and left in place for 7 days, and it was difficult to remove, a procedural/user error cannot be ruled out as the likely cause of this adverse event. In addition, it was not reported whether a healthcare professional removed the dressings. The pico 7 IFU warns; pico dressings should only be applied, changed, and removed by a healthcare professional. Consequently, the causal relationship between the s&n device and the reported issues cannot be confirmed nor concluded. The complaint states that the device only ran for 1 day and then stopped. ;without further detail in relation to why the pump stopped or if any lights were illuminated it is difficult to determine a probable root cause. It is possible that the pump stopped as it had detected an out of range reading and went into a non recoverable error state. This usually happens if the pump gets wet or detects a leak or blockage which is not resolved. There is also a lack of information regarding the removal of the dressing which resulted in the patient losing half her nipple. It is not clear whether this was removed by the patient or hcp and how it was removed. Without this it is difficult to determine a probable root cause, however it is possible that the IFU was not referred to in relation to dressing removal. In section 8.3 the IFU states that dressings should only be changed by a hcp however it does state in 8.7 that "where a healthcare professional believes it to be clinically appropriate, the patient may be instructed to remove the dressing at the end of therapy." It then guides you to section 17 which provides the patient with instructions on how the dressing should be removed. It states "remove the dressing by stretching the fixation strips away from the skin. Lift the dressing at one corner and peel ack until it has been fully removed." Another factor which may have contributed to the event is that the pump stopped after one day but the dressing was left in place and was not changed. The IFU states that although the dressing can be placed for 7 days this is at the discretion of the hcp and that dressings should be changed in line with standard wound management guidelines which is every 3-4 days. Infrequency of dressing changes may therefore be a contributing factor in this case. The users of the reported product are advised to consult the IFU, to prevent future occurrences of the reported issue. This investigation is now complete, with no corrective actions required. No further actions by smith and nephew are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products internal complaint reference number: (B)(4).

Manufacturer narrative:
H6 has been updated.

Manufacturer narrative:
H11: corrected information in h6 (health effect - clinical code and medical device problem code). H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, without the requested clinical information or the return of the device for evaluations, we are unable to conclude the root cause of the to the reported pumping stoppage. Consequently, since it was reported after one day the device was non-working and left in place for 7 days, and it was difficult to remove, a procedural/user error cannot be ruled out as the likely cause of this adverse event. In addition, it was not reported whether a healthcare professional removed the dressings. Consequently, the causal relationship between the smith & nephew device and the reported issues cannot be confirmed nor concluded. According to the report, the procedure was completed with the same device; however, the status of the patient is unknown. Therefore, the impact to the patient beyond the report loss of one of her nipples and risk for infection cannot be confirmed nor concluded. Device batch number was not provided; thus, an evaluation of the manufacturing records could not be performed. A review of complaint history based on the historical data revealed similar previous events for the device stopped working, however no commonalities that would suggest a device deficiency were found. Besides, no similar events were found regarding the removal difficulties in the complaint history, therefore this would suggest it is an isolated event. A review of the instructions for use (IFU) document for pico 7 provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during negative pressure wound therapy (npwt). The instructions for use section mentions that where a healthcare professional believes it to be clinically appropriate, the patient may be instructed to remove the pico dressing at the end of therapy. In patient dressing removal instructions section it is mentioned the step-by-step removal process. The IFU for the pico 7 warns, ¿the pico 7 system does not contain any audible alerts. Dressings should be checked frequently. If the user is unable trouble shoot issues with pico 7; the IFU instructs the user to contact their healthcare professional right away. A review of the risk management file revealed this failure mode/adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior escalated actions related to this part number and failure mode/adverse event. Factors that could contribute to the reported event include procedural/user error during the application/removal process as mentioned previously. Also, the device stoppage could be due to the device has detected conditions out of tolerance or it is physically damaged. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.